Event description:
On (B)(6) 2013, it was reported that the nurse was having issues interrogating a patient's device. Follow up with the office found that the appointment was completed and it was noted that there was an issue with the serial cable that was causing the communication issues. The nurse said that there appeared to be a "bulge" in the cable, and if it was not perfectly straight, then it would not work. The nurse stated that the issue had been occurring for several months. Review of the device history records found that the device passed all functional tests prior to distribution. No other information has been received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.